Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infant located in the nicu was being administered a blood transfusion using a syringe filled with red blood cells attached to alaris syringe tubing. At the start of the transfusion, the syringe and the adaptor broke off of the top of the syringe tubing. The rn caught the issue immediately and re-primed the blood through a secondary set of syringe tubing. There was no harm to the patient and the patient received the appropriate amount of blood.

Manufacturer narrative:
The customer¿s report of the set coming apart was confirmed. Visual inspection showed that the set was broken at the spike adaptor between the vented spike and the upper fitment. Examination under magnification showed stress markings at the break site. The break was observed to be jagged and not a clean break. Functional testing was deemed unnecessary due to the separation. The cause of the customer¿s report is a break between the spike adaptor and the upper fitment. The root cause of the break is excessive force having been used as indicated by the stress marks at the break site.

Event description:
The customer reported that an infant located in the nicu was being administered a blood transfusion using a syringe filled with red blood cells attached to alaris syringe tubing. At the start of the transfusion, the syringe and the adaptor broke off of the top of the syringe tubing. The rn caught the issue immediately and re-primed the blood through a secondary set of syringe tubing. There was no harm to the patient and the patient received the appropriate amount of blood.